Event description:
Per the clinic, the patient underwent a second skin revision surgery and abutment replacement under general anesthesia on (B)(6) 2024.

Event description:
Correction: the correct date of this report (b4), date user facility/importer became aware of the event (f6) and date report sent to manufacturer (f13) is august 02, 2023 ; not august 04, 2023 as previously reported. Per the clinic, the patient underwent skin revision surgery (date not reported).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.